Manufacturer narrative:
An evaluation was performed by the supplier and could confirm the customer complaint that the videoarthroscope hd 4mm x 30 deg had no image. A visual inspection was performed and showed the scope to have damaged negative lens with distal tip and fiber damage. No manufacturing related defects were observed.

Event description:
It was reported the videoarthroscope hd 4mm x 30 deg had no image. A back up device was utilized to complete the procedure. No patient injury or complications were reported.